Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was poor aspiration during a cataract with intraocular lens implant procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system and was not able to replicate the reported event. The fluidics module was replaced. The system was then tested and met all product specifications. The system was manufactured on (B)(6) 2016. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).